Event description:
A report was received that the pt underwent a pocket revision due to the ipg being tilted in the pocket causing charging difficulty. The physician repositioned the ipg in the pocket. The pt was reportedly doing well following the procedure.